Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure fragments detected on x-ray') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), myalgia ("muscular pain"), fatigue ("significant fatigue"), thermal burn ("burns"), pruritus ("itching"), insomnia ("insomnia") and complication of device removal ("essure fragments detected on x-ray"). The patient was treated with surgery (salpingectomy to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, myalgia, fatigue, thermal burn, pruritus, insomnia, fibromyalgia, allergy to metals and complication of device removal outcome was unknown. The reporter considered allergy to metals, complication of device removal, device breakage, fatigue, fibromyalgia, insomnia, myalgia, pelvic pain, pruritus and thermal burn to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray on an unknown date: essure fragments detected. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure fragments detected on x-ray') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), myalgia ("muscular pain"), fatigue ("significant fatigue"), thermal burn ("burns"), pruritus ("itching"), insomnia ("insomnia") and complication of device removal ("essure fragments detected on x-ray"). The patient was treated with surgery (salpingectomy to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, myalgia, fatigue, thermal burn, pruritus, insomnia, fibromyalgia, allergy to metals and complication of device removal outcome was unknown. The reporter considered allergy to metals, complication of device removal, device breakage, fatigue, fibromyalgia, insomnia, myalgia, pelvic pain, pruritus and thermal burn to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure fragments detected.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: this case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure fragments detected on x-ray') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) of 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), myalgia ("muscular pain"), fatigue ("significant fatigue"), thermal burn ("burns"), pruritus ("itching"), insomnia ("insomnia") and complication of device removal ("essure fragments detected on x-ray"). The patient was treated with surgery (salpingectomy to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, myalgia, fatigue, thermal burn, pruritus, insomnia, fibromyalgia, allergy to metals and complication of device removal outcome was unknown. The reporter considered allergy to metals, complication of device removal, device breakage, fatigue, fibromyalgia, insomnia, myalgia, pelvic pain, pruritus and thermal burn to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray : on an unknown date: essure fragments detected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.